Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 9/29/15 device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: unable to verify the time/date reset to default setting in the black box. The black box shows the pump was running on the default year setting. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs..the bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to default setting..tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range..removal of the pump cover showed no leaking to the bt1 internal battery; confirmed the voltage on the internal battery was below 0.7v after less than 24hr time period. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 37mg/dl with symptoms of confusion, disorientation, and inability to focus. The patient received no extraordinary treatment. The reporter also alleges that when the battery has been removed from the pump for less than 24 hours, the pump resets the time/date to default settings. The time/date issue is not being reported because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hypoglycemia.